Event description:
Related manufacturer ref: 2184149-2021-00132. During the procedure, the temperature of the channel rose too slow and an error message was noted stating the electrode was in contact with bone. The generator was replaced with another and the same issue occurred. The simplicity procedure could not be completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ionicrf¿ generator pn 600165936 and (B)(6) was received into the lab for analysis. No original packaging was available for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. System log files captured on the reported event date have been uploaded for further review. Functional testing of the returned device confirmed user defined setpoint temperatures were successfully achieved on all ports with no error messages displayed. Both temperature and impedance feedback values were as anticipated for the testing performed. No error messages were observed during multiple radio frequency sessions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue cannot be conclusively determined as no abnormalities were reproduced. The returned product operated as anticipated during the evaluation period.